Manufacturer narrative:
Additional information: b1, b2,b5 & h1 investigation results: the complaint device was forwarded to the manufacturer for evaluation. - visual inspection revealed an insulation break bear the proximal end of the cord. The insulation had entirely burned through. -the wiring in the cord was found to be highly oxidized all along the cord. Device history review: -the lot number of this cord was not provided and a review of the batch history was not possible. Evaluation summary: -tthe amount of oxidation along the wiring suggests the cord has been steam sterilized beyond its life expectancy. -there is no evidence to suggest any defect in design, materials or workmanship. Root cause: - the root cause was that this cord had simply been stream sterilized beyond its life expecetancy which caused it to fail in this manner. Further actions are not required.

Event description:
While the surgeon was cauterizing laparoscopicly cholecystectomy, the procedure was stopped for 15-20 minutes, while equipment was exchanged.

Manufacturer narrative:
Manufacturing site evaluation: additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported to aesculap inc. That a monopolar cable (part # us354) was used during laparoscopic cholecystectomy procedure performed on (B)(6) 2021. According to the complainant, while the surgeon was cauterized laparoscopically, the cord on a hand held device broke off. Reportedly, sparks were observed and a sizzling sound was heard, which was followed by an audible "pop" and the cord breaking off. The equipment and the instrument were exchanged,and then the procedure was continued and completed without further issue. The reporter noted a surgical delay of approximately fifteen (15) to twenty (20) minutes. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the event. Additional information was not provided. The adverse event is filed under aic reference (B)(4).